Event description:
Patient was on x-ray table. X-ray exam was currently not taking place when table for unknown reasons or initiation tilted resulting in the patient sliding off the table. The patient's head hit the floor. The patient received a bump on the head. The x-ray technician was out of the exam room when the event took place. The patient was heavily sedated with medication.